Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level went up to 500 mg/dl the day before. The customer had trouble reading the screen in the middle of the night. He received calibration error and change sensor alarms. Customer's blood glucose level was 279 mg/dl and his sensor glucose reading was 59 mg/dl. When the readings were inaccurate, the insulin pump went into threshold suspend. The customer treated his blood glucose level by injection and pen but they would not go down all the way. The customer was getting over an infection. The device was not returned.